Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An exterior visual inspection was performed and passed. Charge and boot testing was performed and passed. Nordic bluetooth pairing test was performed and passed. Functional test results functional test results performed and passed. Internal visual inspection was performed and passed. The receiver log was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.